Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, crease fold. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
The reason for reoperation: deflation.

Event description:
Device has been explanted.